Event description:
It was reported that the insulin pump had blank display due to water entered the pump. Customer stated that his blood glucose is very high every morning. Customer's blood glucose was 378 mg/dl. No further information provided.

Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Unit received with corroded motor assembly. Unit received with cracked case at display window corners. Unit received with scratched liquid crystal display window.